Event description:
It was reported by the customer the dr was performing a breast biopsy. It was reported the cable coming from the driver is frayed. The customer needed to wiggle the cable to get the driver to operate and the dr managed to complete the case with no pt consequence.